Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 12/13/2022, it was reported by a sales representative via email that an ar-9512 stem/cup extraction adapter handle is not threading into the trial cups, as the threads are dull. Also, an ar-9522-135 trial cup is also dull. This was discovered during a procedure. Additional information received on 12/14/2022: this was discovered during an rts procedure on (B)(6) 2022. The cup was removed by hand and case was completed successfully.